Event description:
Reporting 16 false positive flu b out of 111 asymptomatic and symptomatic patients. Unknown if results were confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retain testing. Source: phone.